Event description:
The device reportedly charged up properly, but did not deliver defibrillation energny to a patient. There were no adverse effects to the patient as a result of the reported event. No other details were reported.